Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 56527ud00 and complaint issue. An accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 56521ud00 which contains the same bulk material as lot 56527ud00. All specifications were met indicating that lots 56527ud00/56521ud00 are performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I, reagent lot 56527ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result generated on the alinity I processing module for a female patient. The initial result was negative; however, the customer¿s middleware repeated the same sample which generated the falsely elevated troponin result. The customer repeated the same sample again on another instrument and the result was negative. The following data was provided: customer¿s reference range for female: </= 5 is negative >/= 54 treatment recommended (B)(6) 2024 at 15:01 sid (B)(6) initial result = <2.7 ng/l (B)(6) 2024 at 15:44 the customer¿s middleware repeated the same sample result = 114 ng/l (B)(6) 2024 at 16:22 same sample repeated on a different instrument = <2.7 ng/l it was noted that the patient was unnecessarily redrawn and there was a delay in releasing the patient from the emergency room. There was no impact to patient management reported.

Manufacturer narrative:
Section a-patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result generated on the alinity I processing module for a female patient. The initial result was negative; however, the customer¿s middleware repeated the same sample which generated the falsely elevated troponin result. The customer repeated the same sample again on another instrument and the result was negative. The following data was provided: customer¿s reference range for female: </= 5 is negative >/= 54 treatment recommended (B)(6) 2024 at 15:01 sid (B)(6) initial result = <2.7 ng/l (B)(6) 2024 at 15:44 the customer¿s middleware repeated the same sample result = 114 ng/l (B)(6) 2024 at 16:22 same sample repeated on a different instrument = <2.7 ng/l it was noted that the patient was unnecessarily redrawn and there was a delay in releasing the patient from the emergency room. There was no impact to patient management reported.